Manufacturer narrative:
Follow up to be sent if additional information is received.

Event description:
Provider alleges the screws are stripped. (B)(6) wants to have part number (B)(4) sent back as a return for quality review and or the entire chair to determine manufacture defect or physical abuse.